Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.

Event description:
The event is reported as: complaint alleges: "in radiology unit, insertion of the catheter for a cystoscopy scheduled. In radiology room, it was impossible to remove preparation of water from the balloon so impossible to remove the catheter in spite of many attempts (pediatrist, radiologist, urology surgeon). After 1 hour (during the time the syringe kept connected to the device), the balloon became empty. Defect of the balloon. Consequences: irritation, incomplete examination." No pt injury reported. Pt currently condition is fine.